Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump issued alert 38 with insulin occlusion alarms, the user performed supply changes and restarts, hyperglycemia persisted after a large meal, and the user reverted to backup subcutaneous insulin while a replacement device was arranged; the event involved failure to infuse associated with the motor component. Symptoms included hyperglycemia with very high fingerstick readings. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified during review, and the device problem was characterized as failure to infuse related to the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure of the motor. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.